Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 2mm x40mm x145cm coyote¿ es balloon catheter was advanced for dilatation. However, upon the second inflation, the balloon ruptured at 14 atmospheres after a duration of 15 seconds. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.